Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified balloon. The patient went into a complete heart bock and paced for the rest of the procedure. During the procedure, intermittent escape rhythm was observed, and the valve was able to be implanted successfully at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. The patient had extended hospitalization. The implanter classified this event as being related to the patient's past medical history. The patient was in a stable condition.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. The patient went into a complete heart bock and paced for the rest of the procedure. During the procedure, intermittent escape rhythm was observed, and the valve was able to be implanted successfully at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. The patient had extended hospitalization. The implanter classified this event as being related to the patient's past medical history. The patient was in a stable condition.

Manufacturer narrative:
An event of arrhythmia and malposition of the device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported heart block may be attributed to the patient¿s underlying condition, such as rbbb; however, this remains unconfirmed. The malposition could potentially be related to procedural factors, valve implant depth during the procedure. The unexpected intervention, surgical intervention and prolonged hospitalization noted were results of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted and patient was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.